Manufacturer narrative:
Batch records, final product and qc records were reviewed for lot cov1110121. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process complied with dmr. Test results of retained cov1110121 can meet the qc criterion. We have not found the complaint issue for the retained cassettes. The complaint is not verified.

Event description:
False negative result(s). Possible false-negative results. User reported that "my son tested negative, (B)(6) with the flow flex rapid test. My son had a pcr test done wednesday(B)(6) that was resulted positive on thursday (B)(6)."